Manufacturer narrative:
Set screw.

Event description:
It was reported by service report that there were no electrical functions from any of the switches. No patient involvement or adverse consequences are reported.